Event description:
The customer stated that she was hospitalized for blood glucose levels above 500 mg/dl. Prior to the event, the customer had been taking cough drops for a sore throat. However, the cough drops were not sugar free. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.